Event description:
It was reported during an ablation procedure, there was an air leak while using an across transseptal access system. The across introducer was prepared, flushed and assembled per the instructions for use and advanced into the superior vena cava over a guidewire. A livewire duo deca catheter was placed in the coronary sinus and an sjm quad catheter was in the his location prior to the transseptal puncture. The physician attempted to draw back on the flush port of the introducer after completing the transseptal puncture and the air leak was noted when he drew back. Another device from the same reorder number was used to complete the procedure without any consequences to the pt.

Manufacturer narrative:
One transseptal needle and one dilator were received for eval. Blood was confirmed throughout the returned items. The introducer used with this complaint was not returned. The stopcock on the needle was checked in all three positions; no leaks were detected. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification cannot be determined as no anomalies were noted during investigation and the components met specs. Return of the introducer would have aided in more thorough device analysis.